Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that approximately three days post implant, the patient with this device received a single inappropriate shock due to noise; additionally, six untreated episodes were logged in memory. Boston scientific's technical services and engineers reviewed case information suggesting that the episode timing and s-ECG signature was consistent with a hypothesized slightly loosened setscrew/poor connection. The system has been reprogrammed to primary for sensing optimization and no additional adverse patient effects nor surgical intervention, has been reported. Subsequently, the device and associated electrode were explanted and replaced. No procedural complications were reported and both products were returned for laboratory analysis. No information regarding setscrew positioning, was reported during the replacement.

Manufacturer narrative:
Upon receipt, the device was submitted for a thorough analysis. Visual inspection confirmed tool marks on the outer case and all setscrews fully operational. Additionally, a seal plug hole was identified. Engineers were able to recreate artifact during analysis via a simulated motion across the seal plug hole. This action is suggestive that the clinical observations were the result of interaction between a hole in the seal plug and the sensea channel. Analysis testing has concluded an interaction between seal plug holes and the dry/saturated state of the sensea connector region (seal plug, set screw, connector block, and electrode terminal) when the seal plug is stimulated. Device analysis confirmed no setscrew issues; however it is likely the hole in the seal plug resulted in system noise.

Event description:
--